Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 411 mg/dl. Meter did not read it said over 600 mg/dl. The customer felt disoriented and fatigued. Customer was neither in emergency room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer was treated with pump. The customer also reported that they had low blood glucose value of 48 mg/dl. Current blood glucose value was 438 mg/dl. The device is not expected to be returned for analysis.